Event description:
The physician deployed the filter over the wire (otw) via the femoral access. The filter was successfully deployed; however, the most distal ro band on the dilator came off the dilator and ended up in the patient's ivc. The flouoro images will be provided, but hospital risk team will keep device.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. No samples were returned by the customer for evaluation. Additionally, the photographic evidence provided by the customer appeared to support the reported allegation. The ro band detachment off the dilator may have resulted from a variety of potential factors like insufficient bonding or excessive mechanical force. However, without receiving the sample, we are unable to conduct a comprehensive investigation. As a result, we cannot determine a definitive root cause or establish an appropriate corrective action at this time. The design team and the production supervisor have been notified of the issue to ensure they are aware and to evaluate measures to prevent recurrence. Additional information provided in h.3., h.6. And h.11.